Event description:
The lead was capped on (B)(6) 2011. Lead was capped due to impedance going from approx 250 ohms. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).